Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported as further steps taken to try to resolve the issue, they were supposed to get a sling but did not get one. The patient was peeing every 10 minutes. They reported that the issue was not resolved and noted they had a doctor¿s appointment in march 2019. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had dental work done and, since then, they had a return of symptoms and started to pee every 10 minutes. They stated that their frequency seemed to be going backwards instead of forwards and mentioned they started to get constipated. This had started on (B)(6) 2019. The patient was concerned that the dental work caused these issues. They started to looking in the ¿book¿ and it was confusing (labeling confusing). The patient also stated that they had trouble feeling the stimulation because of nerve damage they have (occurred prior to implant of the device). Using the programmer, it was determined that the patient was on program 2 at 1.8 volts and the stimulation was on. The patient was walked through increasing the stimulation to 2.1 volts. It was recommended they track their symptoms and was redirected to follow up with their healthcare professional (hcp) to discuss possible program changes if their issues did not resolve. There were no further complications reported or anticipated.